Manufacturer narrative:
Lot number or product was not provided by reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Neuropathy [neuropathy peripheral]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Profound and permanent other and physical injuries [injury]. Case description: an attorney reported that their client, a female age (B)(6), used fixodent denture adhesive, version unk cream, as her denture adhesive product of choice, and reported the following: profound and permanent neurological injuries; neuropathy diagnosed in 2006, on (B)(6) 2009 diagnosed with excess zinc resulting in copper depletion; profound and permanent neurological and other physical injuries which have left her unable to perform her normal, customary and daily activities. She had received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.